Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged seeing particles in tubing/chamber and particles in airway from device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged seeing particles in tubing/chamber and particles in airway from device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an internal visual inspection. The manufacturer found evidence of water ingress and mineral deposits, indeterminate black particles and indeterminate contaminant in the blower, within blower box, inside surface of sd card flip door, inside top enclosure and bottom enclosure. The manufacturer also found evidence of ring of white dust-like contaminant, grey dust-like and hair-like contaminants in the air outlet and inside bottom enclosure. The manufacturer found evidence of sound abatement foam degradation/breakdown. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with water ingress and mineral, indeterminate black particles, dust and hair objects. The manufacturer confirmed there was evidence of sound abatement foam degradation/breakdown. Section d9, g3, h3 and h6 has been updated / corrected.